Manufacturer narrative:
(B)(6). The manufacturer is reviewing the design history file and the lot and manufacturing records for this product. In addition, the manufacturer has made visits to this customer facility to observe the clinical practice and collect info that will be helpful to the investigation. The investigation is currently ongoing and a root cause has not yet been determined at this time.

Event description:
A report has been received from (B)(6) hospital (a (B)(6) facility) of a possible bloodline tubing kink on the arterial line of the bvm combiset bloodline. Reportedly, the incident occurred while a pt was receiving hemodialysis treatment when a nurse noticed that the arterial line was kinked at the cuvette. The nurse then taped the line to prevent the kinking. Although there was pt involvement, there was no injury to the pt and no medical intervention required.